Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy and customer will revert to an alternative method of insulin.